Event description:
A report of difficulty charging was received. The patient stated that he ipg had turned sideways in the pocket and was coming out of the pocket site. The patient stated that in order to charge, she had to manually turn the ipg the correct way. The patient will have a pocket revision to correct the ipg orientation.